Manufacturer narrative:
Tech support spoke with the customer who said the operators could not get the infimed i5 to operate and had to move the patient to a c-arm to complete the case. The infimed was displaying the message - gim communications failure and the keyboard/mouse was locked up. Tech service had operator cycle the power to the gim box by physically unplugging/plugging it back in and then cycling power on the i5 tower. On power up, everything was now without issue and operator was able to open up a patient and perform x-ray. All of this indicates that the original issue was most likely a gim box communications issue and this issue was corrected by cycling power at the gim. There are currently no other reported issues with this system.

Event description:
Customer reports the fluoro failed during a stent placement with a gim communication error. The patient was transferred to another room and the procedure was completed with a c-arm. No reported injury.